Manufacturer narrative:
Additional information was requested from the field representative regarding device serial number. No further information was available at this time. This investigation will be updated should further information becomes available.

Event description:
It was reported that the daily right ventricular (rv) lead pacing impedances were noted to be low out of range with noise. The noise and low impedances can contribute to accelerated battery depletion of the device and ineffective pacing. As a result, pacemaker replacement was recommended, with further lead troubleshooting during the replacement procedure. This rv lead remains in-service at this time. No adverse patient effects were reported.